Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was taken out of service due to infection, with erosion as a contributing factor. A new system was implanted without reported complication and no return of product is expected.